Manufacturer narrative:
Follow-up #1: date of submission 03/01/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 02/23/2016 with the following findings: a review of the pump¿s black box showed that data from date of complaint had been overwritten due to continued use. The current black box data showed only alarms associated with normal pump usage. One cs 128 alarm was observed in the alarm history after the complaint date. The pump was exercised with a test battery cap for 24 hours with no reboots, loss of power or call service alarms occurring. The pump case was removed and no evidence of moisture or loose components was observed inside the pump. The complaint of a call service alarm issue was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a call service alarm issue.